Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call for high blood glucose of 524mg/dl and the pump shut off by itself. The customer had no symptoms and treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was also 524 mg/dl at the time of the call. Troubleshooting was performed and found that the drive support cap appeared normal. Customer declined further high blood glucose troubleshooting as they knew the reason for the high. Customer was advised to monitor the pump.